Manufacturer narrative:
The subject device was returned to olympus for evaluation. During inspection and testing, the image processor error codes e105, e841 and e850 allegations were not confirmed. During appearance inspection, there were no visual abnormalities found. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
An olympus employee reported on behalf of the customer, the visera elite ii video system center displayed the following image processor error codes: e105, e841 and e850 during a therapeutic hernia repair. When the subject device was turned off and back on, it was restored. The procedure was completed using the subject device. There was no report of patient harm associated with this event. In addition, the screen was dim although it was visible. The procedure was completed with the subject device. The person in charge at the user facility witnessed and confirmed, the automatic/manual light intensity switch on manual. The facility stated they haven¿t tampered with the part in question, and it may have been switched without permission contributing to the problem. Event 1 of 2. This report is being submitted for the first event with the visera elite ii video system center displaying image processor error codes e105, e841 and e850, under the medwatch patient identifier (B)(6). The second event with the visera elite ii video system center is associated with patient identifier (B)(6).

Manufacturer narrative:
, This report is being supplemented to provide additional information, based on the legal manufacturer's final investigation. A review of the device history record found no deviations, that could have caused or contributed to the reported issue. Based on the results of the investigation, the reported illumination lamp failure error could not be duplicated. And the root cause could not be determined. Olympus will continue to monitor field performance for this device.